Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A nurse complained, on behalf of a patient, of a discrepant inr result with coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 9:30 a.m. The laboratory result was 3.2 inr and at 11:31 a.m. The meter result was 4.7 inr. There was no therapeutic range provided. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.